Event description:
User experienced discrepant digoxin results for one pt. Initial result gave 3.6 ng/ml. Same sample was repeated twice giving 2.8 and 1.6. The same sample was respun and retetsted, giving value of 1.5 ng/ml each time. User did not report discrepant results. The field service representative could not duplicate the results and determined the sample to be the cause. Performance tests were performed.